Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 83 mg/dl. Reportedly, the customer cleared the alarm and resumed insulin to address the issue. Subsequently, an altitude alarm occurred while the customer was within the labeled operating altitude range. Customer ultimately cleared the alarm and insulin delivery was resumed.